Event description:
It was reported that during the installation of a preconnected post operative system in the patient including the bladder, there was an absence of evacuation of the urine which was blocked at the level of the drip chamber.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect operation of solvent application / assembly of distill chamber/ drain-age bag inlet adapter¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or condition that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned

Event description:
It was reported that during the installation of a preconnected post operative system in the patient including the bladder, there was an absence of evacuation of the urine which was blocked at the level of the drip chamber.